Event description:
1 1/2 hrs into hemodialysis treatment, blood was noted under pt's chair. Upon evaluation, the venous blood line had become detached from the venous port of the dialysis optiflow catheter. The pt's estimated blood loss was approx. 400-500 cc's. The pt was transferred to a hosp for eval and treatment.